Manufacturer narrative:
Failure analysis noted that the pump was received with currents in specifications. There was no unexpected failed battery or battery out limit. There was no button error alarm. The pump had intermittent button response due to corroded keypad traces. The pump had scratched lcd window, cracked display window corners, broken belt clip slot and cracked reservoir tube lip. There was no moisture damage on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 273 mg/dl at the time of incident. The customer's mother stated that the customer was in a bad hunting accident a week ago and the pump was now alarming button error. The customer was treated with manual injections. She stated that the customer was shot and was bleeding that may have exposed the pump to the blood. They were able to clear the alarm but received the battery out limit followed by the failed battery test alarm. The customer's mother was advised to disconnect from the insulin pump and revert to back-up plan. The customer's mother was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.